Manufacturer narrative:
H.6. Investigation: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified and the root cause could not be determined. A device history record could not be evaluated as the lot number is unknown.

Event description:
It was reported that cathena 24gx0.75in winged bc will not move forward causing the patient's vein to blow and blood to flow. This was discovered during use. The following information was provided by the initial reporter: material no: 386815 batch no: unknown it was reported that when introducing the above cathlon into patient¿s vein the plastic cathlon will not move forward, causing the vein to blow. On a number of occasions blood flow on insertion when removing the needle occurs.

Manufacturer narrative:
Medical device expiration date: unknown a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown (B)(4).

Event description:
It was reported that cathena 24gx0.75in winged bc will not move forward causing the patient's vein to blow and blood to flow. This was discovered during use. The following information was provided by the initial reporter: material no: (B)(4), batch no: unknown. It was reported that when introducing the above cathlon into patient¿s vein the plastic cathlon will not move forward, causing the vein to blow. On a number of occasions blood flow on insertion when removing the needle occurs.